Manufacturer narrative:
The reported events of noise and ¿the proximal end of the svc coil had an apparent abrasion¿ were not confirmed. A partial distal portion of the lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion at 42.4 ¿ 43.2 cm from the distal tip breaching the optim sheath consistent with friction to another device or feature of the patient anatomy. The etfe coating was intact at these locations.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08331. New information received notes that the lead was explanted and replaced. Upon lead explant, it was revealed that the patient exhibited "twiddler's syndrome" and had manipulated the device and lead. The lead was found to be dislodged and abrasion was also noted on the rv lead. The device was repositioned sub pectoral. The patient was stable and recovering.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, oversensing was noted on the right ventricular (rv) lead. Programming changes were discussed. When the patient presented in clinic, no oversensing was noted during in-person interrogation. The recommended changes were made. However, more oversensing episodes were transmitted via remote transmission overnight. It was suspected to be lead noise. Lead revision and programming changes were discussed. The patient did not experience any adverse consequences.